Manufacturer narrative:
(B)(4). Medical product: femur cemented cruciate retaining (cr) standard left size 6 catalog # 42502606001 lot # 64411518. Tibia cemented 5 degree stemmed left size d catalog # 42532006701 lot # 64417243. All poly patella cemented 32 mm diameter catalog # 42540000032 lot # 64588694. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. Multiple MDR reports were filled for this event: 3007963827-2020-00162. 3007963827-2020-00163. 0002648920-2020-00312. Peripheral nerve injury or disease can cause symptoms of pain, dysesthesias, and either partial or complete loss of sensory and motor function. Neurapraxia, the mildest grade of nerve injury, is characterized by a reduction or complete blockage of conduction across a segment of nerve. Neurapraxia can result from direct mechanical compression, ischemia secondary to vascular compromise, metabolic derangements, or diseases or toxins causing demyelination of the nerve. Conduction is restored once either the metabolic derangement is corrected or remyelination occurs. Neurapraxic injuries are usually reversible and a full recovery can occur within days to weeks. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial left unilateral total knee arthroplasty. Subsequently, the patient was experiencing peroneal nerve irritation post operative. The patient was prescribed physical therapy. Attempt for further information has been made, but no further information has been provided.